Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 7f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2.5 x 12 nc balloon catheter. A 3.00 x 32 synergy ii drug-eluting stent was advanced; however, the device could not track into the lesion. Predilatation was performed again with the same nc balloon catheter. The physician took the stent and he noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 7f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2.5 x 12 nc balloon catheter. A 3.00 x 32 synergy ii drug-eluting stent was advanced; however, the device could not track into the lesion. Predilatation was performed again with the same nc balloon catheter. The physician took the stent and he noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a synergy ous mr 3.00 x 32stent delivery system was returned for analysis. A visual examination found stent damage noted with struts in the proximal and distal region found to be lifted from their crimp position and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device loaded onto a 0.014" guidewire with no issues noted.